Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the reported event. The cable was replaced and issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The cable was not returned to the manufacturer for evaluation as it was discarded at the site.

Event description:
A site representative reported that outside of a procedure the power cord on the navigation system was reportedly faulty. The wires were exposed as the insulation has a cut through it. There was no patient present when this issue was identified.